Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information received indicates that the lead exhibited noise with elevated thresholds. Furthermore, the physician believed that the subclavian crush was the reason. This lead was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the noise, high capture thresholds, and damaged allegations were confirmed based on the finding of damaged insulation, from the terminal end, the damage was likely located in, or near the clavicle or first rib region. The following as reported impact codes were addressed with the same as-analyzed coding as the insulation damage issue. The cause traced to device design conclusion code was selected based on the field report and direct observation of damaged conductors (deformed) and insulation damage consistent with clavicle/first rib crush. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information received indicates that the lead exhibited noise with elevated thresholds. Furthermore, the physician believed that the subclavian crush was the reason. This lead was replaced with a new one. No additional adverse patient effects were reported.